Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event in the evening, and engineering logs were reviewed to identify alarms active around the time of the event. Symptoms included hypoglycemia. Outcomes included no hospitalization and self-management at home. Investigation included engineering log review and user follow-up for event details and blood glucose information. Investigation of this case revealed no device malfunction and no confirmed device component failure; the user could not recall specific precipitating factors and suggested that low carbohydrate intake might have contributed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.